Event description:
It was reported that the large volume pump module had a channel error, then stopped infusing and was unable to be reprogrammed. The pump was switched out and the patient's treatment was completed. There was patient involvement but no harm.

Manufacturer narrative:
A follow up report will be submitted once the failure investigation has been completed. Per 803.52(f)(11)(iii) the information provided represents all of the known information at this time. The complainant or reporter was unable or unwilling to provide any further patient, product, or procedural details to the manufacturer.

Manufacturer narrative:
Omit: b21 - type of investigation not yet determined, c21 - results pending completion of investigation, d16 - conclusion not yet available. Additional information: device eval by manufacturer?, reason code for no evaluation, if other specify, imdrf annex a, b, c, d, g codes, remedial action required, remedial action # and manufacturer narrative. A device history record review is performed on each device reported in a MDR reportable event along with other methods of investigation as coded in section h6 of this MDR report. H3 other text : not applicable. Device evaluated by bd.

Event description:
It was reported that the large volume pump module had a channel error, then stopped infusing and was unable to be reprogrammed. The pump was switched out and the patient's treatment was completed. There was patient involvement but no harm.

Event description:
It was reported that the large volume pump module had a channel error, then stopped infusing and was unable to be reprogrammed. The pump was switched out and the patient's treatment was completed. There was patient involvement but no harm.

Manufacturer narrative:
Omit: a0401 - break (1069), g02005 - circuit board, c02 - electrical problem identified correction: unique device identifier (UDI)# added pi to the unique device identifier (UDI)# field. Additional information: imdrf annex a code and manufacturer narrative. Investigation summary: the reported complaint of channel error was confirmed through the review of the received syringe module logs and through testing. ¿ a review of the suspect syringe module¿s error log showed error code 351.6660.0 occurred six (6) times from (B)(6) 2023. The error code is decoded as a syringe plunger position failure. ¿ a review of the suspect syringe module event log showed the suspect pump module was selected and programmed on (B)(6) 2023 beginning at 4:27 pm with a 30ml syringe volume of 27.9753ml, no pressure disc was present. ¿ the syringe module was primed three (3) times with a total of 6ml, then the pump was programmed to infuse at a rate of 0.6714ml/hr and volume to be infuse of 21ml. ¿ after one hour and forty minutes of infusion, a channel malfunction (error code 351.6660.0) occurred then it was channeled off. ¿ inspection of the suspect syringe module found the split nuts worn, and the l4 (inductor) and r110 (resistor) on the logic board were damaged. ¿ laboratory testing of the suspect syringe module observed replacement of the damaged r110 resistor on the suspect logic board resolved the channel malfunction (error code 351.6660.0). ¿ bd alaris system channel error tipsheet states a chanel error message means the device has discovered an error either in the affected channel hardware or software. Operation on the affected channel stops; other infusing channels will not be affected. ¿ the administration set was not received for investigation; therefore, it could not be inspected or tested. ¿ the device was in use for treatment purposes as intended per 21 cfr 820.198(d)(2). Root cause: the root cause of the reported channel error (351.6660.0) was being attributed to a damaged, open resistor (r110) on the logic board. The root cause of the damaged resistor was not identified during this investigation. Note that imdrf annex a040502, a040507, a040601, g04061, g02017, c0601, d01 codes not associated with the root cause but identified as reportable malfunctions observed on the device during investigation are unrelated to the reported issue. These other failures presumptively did not cause or contribute to the reported issue.